Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Evaluation revealed the end cap detached from outer shaft. This device was tested for laser weld strength at receiving inspection and passed the force specification requirement. Damage was noted on the outer cutting window and inner tip. Device intended use is to cut tissue. Complainant's event was most likely caused by using the device for functions other than it's intended use or normal wear from use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip cap of an ar-6701-48 came off the punch. They used several punches, an opes probe, a shaver and a rongeur in the surgery. The piece was not removed and at this moment there is no additional treatment planned. The piece is "dorso medial", out of the glenoid part. Procedure was an acl repair with retrobutton and inner meniscus suture with meniscal dart. Time delay was about 40 minutes.